Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the device as in the past. Imaging will be requested to check the placement of the device.

Manufacturer narrative:
Based on the limited information received from the field, the recipient's benefit from the device decreased over time. According to the surgeon, the device shows a displacement. It seems that the floating mass transducer (fmt) moved slightly from its original position which would explain for the reported issue. In addition the recipient is on the borderline for audiological criteria for vibrant soundbridge, which might have contributed to the reported decrease in hearing. Currently no plans are made for a possible revision surgery. This is a final report.

Event description:
The user is no longer able to hear with the device as in the past and reported that the loss of hearing with the device occurred gradually over time. There is no plan to remove the device unless the user decision is made to re-implant with a cochlea implant.